Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements greater than 125 ohms. The physician believes that the fluctuations are related to the patient's heart disease. The patient had previously been hospitalized for heart failure and there was a related out of range measurement. A save all to disk was performed and there were no episodes of oversensing and the other pacing parameters were within normal limits. The shock impedance trend averaged around 80-90 ohms. The physician plan to continue to monitor this patient via the remote home monitoring system. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.